Event description:
It was reported that this pacemaker system exhibited high out of range (oor) pacing impedances on the right ventricular (rv) lead, measuring greater than 3000 ohms. The patient's rv lead was a non-boston scientific product. Boston scientific technical services (ts) recommended performing isometrics and pocket manipulations. The device was reprogrammed to unipolar pace and bipolar sense. This pacemaker system remains in service. No adverse patient effects were reported.